Event description:
During an MRI infusion, the nurse reported that the infusion pump delivered a bolus dose in 3 minutes rather than the prescribed 10 minute period.

Manufacturer narrative:
Initial report from the health care professional indicated that the device (3850 pump) was programmed and delivered a bolus dose over a 3 minute period rather than the prescribed 10 minute period. This equipment was returned to iradimed corp for analysis. Info was obtained from on-site customer interviews and an inspection of the damaged equipment. Evaluation: the clinical engineers, anesthesiologist, and the MRI nurse supervisor were interviewed regarding the event. Info gathered during this period was used to attempt to reconstruct the event to establish the possible cause(s) of the event. Investigation conclusions: the most likely cause of this failure is the unusual user-interface sequence in conjunction with the failure to perform any verification of the bolus infusion or the primary infusion parameters. If a conventional user-interface sequence was used, or the bolus infusion parameters, or the primary infusion parameters had been re-checked or verified, no bolus error would have occurred, as the calculator would have updated the user entries. With this assumed user-interface error and lack of any verification of the entries, the reported infusion can now be duplicated. Since this user-error sequence has been found, changes being considered to update the mridium 3850 infusion pump include the following: prevent user from activating bolus infusion with out first completing primary infusion parameters setup and entry. Include add'l messages that changes made to either the primary infusion parameters or to the bolus infusion parameters will change the previous settings for the corresponding infusion. Further review is being conducted to determine if any other improvements are warranted. This failure is considered an unusual and isolated incident.